Event description:
It was reported that the lens was removed and replaced intraoperatively due to broken haptic. A back up lens of the same model was implanted and sutures were used. Please reference MDR # 1313525-2015-00036 for the inserter used during the event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.